Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the shaft. No other devices were used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one. There were no procedural delays due to the event. The treated vessel was non-calcified, moderately tortuous, and approximately 3.7 mm in diameter. Complaint conclusion: as reported by the field, this was a stent assist coil embolization for the treatment of middle cerebral artery stenosis. An EU 4.5x22mm stent 12 mm dw tip intracranial neurovascular stent (enc452212, 7273316) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30883125) and could not advance any more. The physician retracted the devices and observed the stent had been released in the microcatheter (mc), and the microcatheter was kinked/bent. New devices were switched to complete the surgery. There was no patient injury reported. Additional information received indicated that the introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the shaft. No other devices were used with the concomitant device prior to the encountered resistance. The replacement stent was of the same size as the original one. There were no procedural delays due to the event. The treated vessel was non-calcified, moderately tortuous, and approximately 3.7 mm in diameter. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent component was not returned for evaluation. It was also noted that the distal end of the delivery wire had a wavy shape, and it was inside the introducer. The distance between delivery wire tip and reference marker, as well as the retraction bump diameter were measured and they were confirmed to be within specifications. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The reported issue that the stent was impeded in the microcatheter cannot be evaluated through functional testing. Without the rest of the components, it is not possible to identify device potential contributing factors that may have resulted in the observed failure mode. The wavy shape of the delivery wire suggests that the delivery wire and the stent were pushed enough to disengage the stent from the retraction bump, possibly to overcome the resistance encountered between the microcatheter shaft and the stent. However, based on the sequence of events as reported, the issue documented that the stent had been released in the microcatheter is secondary to the impeded condition and it was confirmed since the delivery wire was returned with the stent no longer engaged. With the limited evidence available, the root cause cannot be determined. Since the delivery wire was confirmed to be within specifications, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Clinical and procedural factors, including device manipulation may have contributed to the reported failure. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00089. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, this was a stent assist coil embolization for the treatment of middle cerebral artery stenosis. A EU 4.5x22mm stent 12 mm dw tip intracranial neurovascular stent (enc452212, 7273316) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30883125) and could not advance any more. The physician retracted the devices and observed the stent had been released in the microcatheter (mc), and the microcatheter was kinked/bent. New devices were switched to complete the surgery. There was no patient injury reported.